Event description:
It was reported that the patient had his ambicor inflatable prosthesis was removed as it was malfunctioning due to fluid loss on (B)(6) 2018. A 20cmx14mm spectra penile prosthesis was implanted.

Event description:
It was reported that the patient had his ambicor inflatable prosthesis was removed as it was malfunctioning due to fluid loss on (B)(6) 2018. A 20cmx14mm spectra penile prosthesis was implanted. Additional information received indicated the implant would not inflate due to a loss of fluid caused by a hole in the cylinder. No complications were reported and the patient did well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Both cylinders had a hole in the inner tube at a fold in the cylinder. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his ambicor inflatable prosthesis was removed as it was malfunctioning due to fluid loss on (B)(6) 2018. A 20cm x 14mm spectra penile prosthesis was implanted. Additional information received indicated the implant would not inflate due to a loss of fluid caused by a hole in the cylinder. No complications were reported and the patient did well.

Manufacturer narrative:
Correction device available for evaluation, device evaluated by MFR.

Event description:
It was reported that the patient had his ambicor inflatable prosthesis was removed as it was malfunctioning due to fluid loss on (B)(6) 2018. A 20cmx14mm spectra penile prosthesis was implanted.